Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving shocks. Upon interrogation, it was noted that there was an alert for low ventricular lead impedance, ventricular noise reversion, lead noise and non-sustained right ventricular oversensing (nsrvo). The episode showed lead noise as well as precipitous drop in signal amplitude with no change in far field morphology. Therapy was inhibited three times before shock was delivered. Programming changes were performed. Noise could not be replicated while testing. Additional information was not reported.

Manufacturer narrative:
Patient identifier was incorrectly reported in the previous report. This report notes the correct identifier.

Event description:
New information received on 9/5/2018 notes that the lead was replaced. It was unknown if the lead was explanted or capped. Further information was not available.